Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was not present when the plunger was removed from the device¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a bifurcated stent implantation interventional procedure. The suture of the first proglide device was pre-placed successfully. Reportedly, two additional proglide devices were attempted however the suture was not present when the plunger was removed from both devices. The suture of an additional abbott [perclose] device was successfully pre-placed. The sheath was upsized to an 21f and the bifurcated stent implantation procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.